Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted on (B)(6) 2 011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was also reported that the rv lead exhibited unstable thresholds, intermittent capture, low impedance, and diminished sensing. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.